Manufacturer narrative:
Preliminary analysis showed that the device was most probably not able to answer to in high speed telemetry (low speed was working). Following livanova's recommendations, device explant booked for (B)(6) 2017. When the patient presented for device change, it was successfully interrogated. Therefore, it remains implanted.

Event description:
Reportedly, when the programming head placed over the device, all leds were on but the following message was displayed: ¿unable to interrogate, please contact company representative¿.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the programming head placed over the device, all leds were on but the following message was displayed: "unable to interrogate, please contact company representative".

Event description:
Reportedly, when the programming head placed over the device, all leds were on but the following message was displayed: ¿unable to interrogate, please contact company representative¿.